Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose level was 87 mg/dl. The customer declined to provide backup method in insulin therapy.